Event description:
Kimberly-clark received a report from australia stating, "the packaging for the surgical gown was not completely sealed." The reported defect was identified prior to use, and no patient involvement was reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Kimberly-clark received one sample from the reporting site. Visual inspection of the sample found that the upper seal of the package was open. Investigation to determine the specific root cause for this reported event is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.